Event description:
During a diagnostic coronary angiography procedure using a 6f jr4, the right coronary artery vessel dissected. The coronary artery was slightly lacerated with the first injection and became more severe with the second injection. It became completely lacerated on the third injection closing off the coronary artery. The pt was placed on heparin and a stent placement was performed the next day. It is alleged by the customer that the tip is stiff and appeared to be whipping when attempting to position it into the ostium. It then jumped out during the injection, causing the laceration.